Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to experiencing diabetic ketoacidosis (dka), a blood glucose (bg) level reaching 360-559 mg/dl, elevated tryptophan levels, and a heart murmur as a result of the event. The ketone level was identified as dangerous by a healthcare provider. A correction bolus was delivered to address the bg level. The pump history was reviewed and a wake button stuck down alarm (alarm 22) was observed. Reportedly, the wake button stuck down alarm occurred as intended. Additionally, it was reported that the pump had suspended overnight resulting in the customer going without insulin from 1808 on march 22nd until 1622 on the 23rd of march. No issues were identified with the cartridge, infusion set tubing, infusion set cannula, or the insulin. No pump issues were identified at the time of the event. While hospitalized, the customer was treated with saline and inulin intravenous therapy. No permanent damage had been sustained at the time of the event. The customer was released on (B)(6) 2022.